Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to request assistance with programming the insulin pump. Customer also reported that he experienced low blood glucose levels. Customer's blood glucose reading was 40 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer stated that he treated low blood glucose with ice cream. Product is not being returned or replaced.